Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device could not advance halfway to the lesion. When the balloon was inflated, it was noted that the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were reported.